Event description:
On 5th december 2025, rayner received notification from a healthcare professional in australia of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the patient refractive outcome post-operatively was not as expected leading to the patient undergoing an additional surgery to explant the iol.

Manufacturer narrative:
The reference (B)(4)has been allocated to this case by rayner. The event description provided states that post-operatively the patient was unhappy with their visual outcome. The patient underwent an additional surgery whereby the lens was explanted and exchanged. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The device was not returned. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. There is insufficient information available. Rayner has contacted the healthcare professional to obtain additional information to facilitate further investigation of the event. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.